Event description:
Contact lenses keep drying out and getting stuck in my eyes despite fastidious cleaning. They can't be worn for more than a few hours without causing irritation and they cause pain in my corneas and eyes. Refer to additional documents in i2k.